Event description:
Reportable based on device analysis completed on 25jan2022. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion with a significant bend of >45 and <90 degrees was located in the moderate to severely calcified left anterior descending artery. A 2.50 x 12mm synergy ii drug eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: over the age of 18 years old. Device evaluated by MFR. : a synergy ous mr 2.50 x 12 stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage in the distal region of the stent with a portion of struts bunched. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.